Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver had no trend graphs on the screen and no readings for approximately eight hours. No additional event or patient information is available.